Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the devices were controlled at 1000 revolutions per minute (rpm) and driven. The flow values were on flow icon because the flow sensor was set after re-circulation. At this time, pump speed became slow without cause and the roller pump stopped and shut-down did not occur. The clinical engineers noticed this unusual behavior, he raised the pump speed on local control. After raising the pump speed to around 1000rpms, he lowered the speed slowly. Then, after down to 140rpms, he releases the hand from the knob, pump speed (open the cover of the roller pump, was similar to the operation of the pump when it is closed) rose to 1000rpms. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The subsidiary service engineer visited to the customer. He confirmed that the complaint was not duplicated. He opened the controller, and confirmed that any internal connections were intact. He installed loaner unit. Software data logs were returned to the manufacturer on 07/23/2013 for further evaluation.